Event description:
It was reported that pump displayed alarm 16 when customer attempted to load cartridge. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset, and customer was then able to successfully load cartridge and resume insulin.